Manufacturer narrative:
The information in this event was included in the quarterly journal review conducted at the end of the q4 2018. If additional information is received, it will be provided in a follow up report. Device not returned.

Event description:
A review of the article "more reoperations for periprosthetic fracture after cemented ha with polished taper-slip stems: a study from the norwegian hip fracture register 2005 to 2016" reveals that 40 patients with exeter stems were revised. 230 of those revisions occurred due to periprosthetic fracture. The table providing this information identifies the reason for revision as "fracture". The article provides the clarifying statement "for the exeter stem, periprosthetic fractures (n = 40) were evenly distributed between the different sizes".